Event description:
A family member reported when the keypad buttons were pressed there was a delayed response on the pump. The family member also indicated that there was no visible damage to the keypad, but when the buttons were pressed, the pump froze for a period of time before responding. In addition, the family member stated that the patient wears the pump exterior to garment and does not clean the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.